Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection was performed, and the machine wheel was observed to be leaving the axle. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of alignment wheel which was adjusted and cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear wheel of an ak 98 machine was observed to be damaged during preparation and the device was at risk of tipping over. There was no patient involvement. No additional information is available.